Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device breakage ("fracturing of the implant / device breakage / fragmented coil found"), pelvic infection ("pelvis infection"), intestinal haemorrhage ("bowel haemorrhaging"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), spontaneous haemorrhage ("unexplained bleeding on hands") and abdominal infection ("abdomen infection") in a 36-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included overweight and back pain from 2012 to 2013. Previously administered products included for birth control: mirena from 2012 to 2013; for birth control pill: yaz from 2009 to 2011; for an unreported indication: ibuprofen. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included endometriosis and cervical dysplasia since (B)(6)2015. Concomitant products included alprazolam (xanax), hydrocodone from 2012 to 2016, ibuprofen, phentermine and venlafaxine hydrochloride (effexor) since 2013. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced spontaneous haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / hair loss"), depression ("depression / increased depression"), allergy to metals ("nickel allergic response and hypersensitivity") with rash, diarrhoea ("diarrhea"), balance disorder ("balance issues"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), anxiety ("anxiety"), dermatitis ("dermatitis/breaking of skin on hands") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient was found to have weight increased ("weight gain") and experienced menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6)2015, the patient experienced abscess ("abscess"). On (B)(6)2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criterion medically significant), 3 months 5 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), intestinal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), arthralgia ("joint pain / joint pain (shoulder and hip)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and skin disorder ("breaking of skin on hands"). The patient was treated with surgery (hysterectomy/ surgery to remove essure, salpingectomy (bilateral removal of fallopian tubes), hysterectomy/ surgery to remove essure, salpingectomy and oophorectomy (one side removal of ovary) and hysterectomy/ surgery to remove essure, salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, pelvic infection, intestinal haemorrhage, genital haemorrhage, spontaneous haemorrhage, abdominal infection, arthralgia, alopecia, allergy to metals, diarrhoea, balance disorder, hypoaesthesia, paraesthesia, dermatitis, weight increased, nausea, dyspareunia, vaginal discharge, fatigue, skin disorder and abscess outcome was unknown, the abdominal pain lower and dysmenorrhoea was resolving, the depression and anxiety had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal infection, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthralgia, balance disorder, depression, dermatitis, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, intestinal haemorrhage, menorrhagia, nausea, paraesthesia, pelvic infection, skin disorder, spontaneous haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device breakage ("fracturing of the implant / device breakage / fragmented coil found"), pelvic infection ("pelvis infection"), intestinal haemorrhage ("bowel haemorrhaging"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), spontaneous haemorrhage ("unexplained bleeding on hands") and abdominal infection ("abdomen infection") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's past medical history included overweight and back pain from 2012 to 2013. Previously administered products included for birth control pill: yaz from 2009 to 2011; for an unreported indication: ibuprofen. Concurrent conditions included endometriosis and cervical dysplasia since january 2015. Concomitant products included alprazolam (xanax), hydrocodone from 2012 to 2016, phentermine and venlafaxine (effexor) since 2013. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced alopecia ("hair loss / hair loss"), depression ("depression / increased depression"), allergy to metals ("nickel allergic response and hypersensitivity") with rash, diarrhoea ("diarrhea"), balance disorder ("balance issues"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), anxiety ("anxiety") and dermatitis ("dermatitis"). In 2015, the patient experienced weight increased ("weight gain"). In july 2015, the patient experienced abscess ("abscess"). On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), intestinal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), spontaneous haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), arthralgia ("joint pain / joint pain (shoulder and hip)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and skin disorder ("breaking of skin on hands"). The patient was treated with surgery (hysterectomy/ surgery to remove essure, salpingectomy and one ovary came out with device), surgery (hysterectomy/ surgery to remove essure, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy/ surgery to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic infection, intestinal haemorrhage, genital haemorrhage, spontaneous haemorrhage, abdominal infection, arthralgia, alopecia, allergy to metals, diarrhoea, balance disorder, hypoaesthesia, paraesthesia, dermatitis, weight increased, nausea, dyspareunia, vaginal discharge, fatigue, skin disorder and abscess outcome was unknown, the abdominal pain lower and dysmenorrhoea was resolving, the depression and anxiety had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal infection, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthralgia, balance disorder, depression, dermatitis, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, intestinal haemorrhage, menorrhagia, nausea, paraesthesia, pelvic infection, skin disorder, spontaneous haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- nickel allergic response and hypersensitivity, diarrhea, pelvic infection, balance issues, numbness, tingling in extremities, anxiety, dermatitis, weight gain, abnormal bleeding vaginal, abnormal bleeding menorrhagia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and abnormal bleeding (general), hair loss, patient did not undergone essure confirmation test, bowel haemorrhage, increased depression, joint pain clubbed to previous events. Reporter information, historical condition, historical drug, concomitant disease added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device breakage ("fracturing of the implant / device breakage / fragmented coil found"), pelvic infection ("pelvis infection"), intestinal haemorrhage ("bowel haemorrhaging"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), spontaneous haemorrhage ("unexplained bleeding on hands") and abdominal infection ("abdomen infection") in a 36-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included overweight and back pain from 2012 to 2013. Previously administered products included for birth control: mirena from 2012 to 2013; for birth control pill: yaz from 2009 to 2011; for an unreported indication: ibuprofen. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included endometriosis and cervical dysplasia since january 2015. Concomitant products included alprazolam (xanax), hydrocodone from 2012 to 2016, ibuprofen, phentermine and venlafaxine hydrochloride (effexor) since 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced spontaneous haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / hair loss"), depression ("depression / increased depression"), allergy to metals ("nickel allergic response and hypersensitivity") with rash, diarrhoea ("diarrhea"), balance disorder ("balance issues"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), anxiety ("anxiety"), dermatitis ("dermatitis/breaking of skin on hands") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient was found to have weight increased ("weight gain") and experienced menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2015, the patient experienced abscess ("abscess"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criterion medically significant), 3 months 5 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), intestinal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), arthralgia ("joint pain / joint pain (shoulder and hip)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and skin disorder ("breaking of skin on hands"). The patient was treated with surgery (hysterectomy/ surgery to remove essure, salpingectomy (bilateral removal of fallopian tubes), hysterectomy/ surgery to remove essure, salpingectomy and oophorectomy (one side removal of ovary) and hysterectomy/ surgery to remove essure, salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic infection, intestinal haemorrhage, genital haemorrhage, spontaneous haemorrhage, abdominal infection, arthralgia, alopecia, allergy to metals, diarrhoea, balance disorder, hypoaesthesia, paraesthesia, dermatitis, weight increased, nausea, dyspareunia, vaginal discharge, fatigue, skin disorder and abscess outcome was unknown, the abdominal pain lower and dysmenorrhoea was resolving, the depression and anxiety had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal infection, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthralgia, balance disorder, depression, dermatitis, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, intestinal haemorrhage, menorrhagia, nausea, paraesthesia, pelvic infection, skin disorder, spontaneous haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : lot no. Was added. Onset dates were added and updated. Concomitant medication was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("fracturing of the implant"), pelvic pain ("pain"), abdominal pain lower ("cramping"), infection ("infection"), arthralgia ("joint pain"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (hysterectomy/ surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, pelvic pain, abdominal pain lower, infection, arthralgia, alopecia and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, device breakage, genital haemorrhage, infection, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including perforation of organs (understood as uterine perforation) and heavy bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device breakage ('fracturing of the implant / device breakage / fragmented coil found'), pelvic infection ('pelvis infection') and abdominal infection ('abdomen infection') in a 36-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included back pain from 2012 to 2013, overweight, menstrual cramps and abdominal pain upper. Previously administered products included for birth control: mirena from 2012 to 2013; for birth control pill: yaz from 2009 to 2011; for an unreported indication: ievaquin, clindamycin and ibuprofen. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included cervical dysplasia since (B)(6) 2015, endometriosis, menses irregular with excessive bleeding, pruritus, irritability, lethargy, malaise, pap smear abnormal, hair loss, abdominal distension gaseous, hematoma, menarche, nickel sensitivity, adenomyosis, night sweats, chills, loose stools, pelvic abscess, abdominal pain lower, vaginal discharge and postoperative infection. Concomitant products included alprazolam (xanax), hydrocodone from 2012 to 2016, ibuprofen, phentermine and venlafaxine hydrochloride (effexor) since 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced spontaneous haemorrhage ("unexplained bleeding on hands"), alopecia ("hair loss / hair loss"), depression ("depression / increased depression"), allergy to metals ("nickel allergic response and hypersensitivity/severe allergic reaction to this product") with rash, diarrhoea ("diarrhea"), balance disorder ("balance issues"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), anxiety ("anxiety"), dermatitis ("dermatitis/breaking of skin on hands") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient was found to have weight increased ("weight gain") and experienced menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2015, the patient experienced abscess ("abscess"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criterion medically significant), 3 months 5 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), intestinal haemorrhage ("bowel haemorrhaging"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), abdominal pain lower ("cramping"), arthralgia ("joint pain / joint pain (shoulder and hip)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), skin disorder ("breaking of skin on hands") and device allergy ("allergic to essure device"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy and oophorectomy (one side removal of ovary), hysterectomy/ surgery to remove essure, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy/ surgery to remove essure, salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic infection, intestinal haemorrhage, genital haemorrhage, spontaneous haemorrhage, abdominal infection, arthralgia, alopecia, allergy to metals, diarrhoea, balance disorder, hypoaesthesia, paraesthesia, dermatitis, weight increased, nausea, dyspareunia, vaginal discharge, fatigue, skin disorder, abscess and device allergy outcome was unknown, the abdominal pain lower and dysmenorrhoea was resolving, the depression and anxiety had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal infection, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthralgia, balance disorder, depression, dermatitis, device allergy, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, intestinal haemorrhage, menorrhagia, nausea, paraesthesia, pelvic infection, skin disorder, spontaneous haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: impression: moderate abdominopelvic hemoperitoneum with high attenuation fluid throughout the upper and lower abdomen; on (B)(6) 2015: small 2.7 x 3.6 x 5 cm organized deep left hemi pelvic abscess seen within the left of the hysterectomy, bed. Very minimal inflammatory changes surround this abscess collection. Clinical impression: pelvic abscess in female lower abdominal pain. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Interval decrease size of a rim-enhancing fluid collection (suspected abscess) in the left pelvis compared to the prior study. Continued follow-up to resolution suggested. 2. Status post hysterectomy. Possible complex right ovarian cyst measuring up to 4.0 cm diameter. Probable 2.0 cm left ovarian cyst. Consider follow-up with pelvic ultrasound. Pathology test - on (B)(6) 2015: uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): proliferative endometrium with focal adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: device allergy lot number: c22912, manufacturing date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device breakage ('fracturing of the implant / device breakage / fragmented coil found'), pelvic infection ('pelvis infection') and abdominal infection ('abdomen infection') in a 36-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergone essure confirmation test". The patient's medical history included back pain from 2012 to 2013, overweight, menstrual cramps and abdominal pain upper. Previously administered products included for birth control: mirena from 2012 to 2013; for birth control pill: yaz from 2009 to 2011; for an unreported indication: ievaquin, clindamycin and ibuprofen. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included cervical dysplasia since (B)(6) 2015, endometriosis, menses irregular with excessive bleeding, pruritus, irritability, lethargy, malaise, pap smear abnormal, hair loss, abdominal distension gaseous, hematoma, menarche, nickel sensitivity, adenomyosis, night sweats, chills, loose stools, pelvic abscess, abdominal pain lower, vaginal discharge and postoperative infection. Concomitant products included alprazolam (xanax), hydrocodone from 2012 to 2016, ibuprofen, phentermine and venlafaxine hydrochloride (effexor) since 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced spontaneous haemorrhage ("unexplained bleeding on hands"), alopecia ("hair loss / hair loss"), depression ("depression / increased depression"), allergy to metals ("nickel allergic response and hypersensitivity/severe allergic reaction to this product") with rash, diarrhoea ("diarrhea"), balance disorder ("balance issues"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), anxiety ("anxiety"), dermatitis ("dermatitis/breaking of skin on hands") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2015, the patient was found to have weight increased ("weight gain") and experienced menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2015, the patient experienced abscess ("abscess"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal infection (seriousness criterion medically significant), 3 months 5 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), intestinal haemorrhage ("bowel haemorrhaging"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), abdominal pain lower ("cramping"), arthralgia ("joint pain / joint pain (shoulder and hip)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), skin disorder ("breaking of skin on hands") and device allergy ("allergic to essure device"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy and oophorectomy (one side removal of ovary), hysterectomy/ surgery to remove essure, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy/ surgery to remove essure, salpingectomy,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic infection, intestinal haemorrhage, genital haemorrhage, spontaneous haemorrhage, abdominal infection, arthralgia, alopecia, allergy to metals, diarrhoea, balance disorder, hypoaesthesia, paraesthesia, dermatitis, weight increased, nausea, dyspareunia, vaginal discharge, fatigue, skin disorder, abscess and device allergy outcome was unknown, the abdominal pain lower and dysmenorrhoea was resolving, the depression and anxiety had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal infection, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthralgia, balance disorder, depression, dermatitis, device allergy, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, intestinal haemorrhage, menorrhagia, nausea, paraesthesia, pelvic infection, skin disorder, spontaneous haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: impression: moderate abdominopelvic hemoperitoneum with high attenuation fluid throughout the upper and lower abdomen; on (B)(6) 2015: small 2.7 x 3.6 x 5 cm organized deep left hemi pelvic abscess seen within the left of the hysterectomy, bed. Very minimal inflammatory changes surround this abscess collection. Clinical impression: pelvic abscess in female. Lower abdominal pain. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Interval decrease size of a rim-enhancing fluid collection (suspected abscess) in the left pelvis compared to the prior study. Continued follow-up to resolution suggested. 2. Status post hysterectomy. Possible complex right ovarian cyst measuring up to 4.0 cm diameter. Probable 2.0 cm left ovarian cyst. Consider follow-up with pelvic ultrasound. Pathology test - on (B)(6) 2015: uterus with bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): proliferative endometrium with focal adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: device allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: content from social media received. New event 'allergic to essure device' was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("fracturing of the implant"), pelvic pain ("pain"), abdominal pain lower ("cramping"), infection ("infection"), arthralgia ("joint pain"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (hysterectomy/ surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, pelvic pain, abdominal pain lower, infection, arthralgia, alopecia and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, depression, device breakage, genital haemorrhage, infection, pelvic pain and uterine perforation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including perforation of organs (understood as uterine perforation) and heavy bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.